Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. No difficulties presented when the device was being filled with air. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: filling problem. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction procedure with a 350cc mentor artoura breast tissue expander that exhibited issues with the addition of expansion fluid postoperatively. During one of the patient¿s reconstruction stages, when the physician was attempting to further inflate the device, saline could not be added. The physician noted that the device behaved as if it were sealed. As a result, the device was explanted at this time, on (B)(6)2019. It is not currently known if the device was immediately replaced.